Manufacturer narrative:
Initial report sent: 11/07/2008.

Event description:
Procedure type: lap-gastric bypass. According to the reporter: the device wouldn't release the needle, and the needle subsequently broke. This occurred during the unloading of the device on the stand.